Event description:
It was reported that starting in (B)(6) of this year the patient began having uncomfortable stimulation using group a. The manufacturing representative (rep) reprogramming the patient to group b. The implantable neurostimulator (ins) had only been used 13% since (B)(6) 2015 because of the stimulation discomfort. There were no falls or trauma. They calculated estimated recharge interval on the longevity calculator. Group a program 1: 10.2v, 450, 130 hz, couldn¿t get ohms though the rep noted 7 contacts used between two programs. Group a program 2: 10.5v, 450, 130 hz. No interval calculation was calculated for group a but rep said interval was about 29 hours. Group b program 1: 10.5, 450 usec, 130 hz, <(><<)>207 ohms; approximation of 2 days for interval. It was later reported that the cause of the event was determined to be because the patient wanted new programming. It was related to no impedances. Impedances were checked and new programming was done. The patient was doing well and liked the new program options and had better coverage.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3587a, lot# l70167, implanted: (B)(6) 1999, product type: lead. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. Product ID: 97713, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).